Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 235 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer stated that she dropped the pump on the hardwood floor five minutes before getting the motor error. Her device also received a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to confirm alarm or perform displacement test due to motor error alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.